Event description:
During a hysterectomy procedure, the stapler broke upon initial firing and wouldn't open. The doctor forced it open to remove. Another stapler was opened to complete the case without further incident. There was no pt consequence. One device is being returned.